Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/essure coil appears to extend into endometrial cavity / right coil appears to extend past mid ut, crossing midline") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A64627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, endometrial ablation, menorrhagia, light-headed, unspecified vitamin b deficiency, benign essential hypertension, fatigue, dizziness, amenorrhea and ovarian cyst (ovarian cyst of left side). Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (novasure endometrial ablation and total laparoscopic hysterectomy with bilateral salpingooophorectomy robotic assisted). On (B)(6) 2013: review of systems: gastrointestinal: abdominal cramping, genitourinary: pelvic pain. She is pre-menopausal. On (B)(6) 2013: review of systems: genitourinary: dysmenorrhea, menorrhagia, menses: menses is irregular. The flow is heavy. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: essure placed r ostia with 5 coils, and l ostia with 16 coils. Complications: essure did not advance completely into left tubal ostia with 16 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful occlusion of the bilateral fallopian tubes. Pathology test - on (B)(6) 2017: final diagnosis: uterus (hysterectomy): cervix: no pathologic diagnosis; endometrium: fibrosis; myometrium: adenomyosis; right ovary (resection): no pathologic diagnosis; left ovary (resection): follicular cyst; right and left fallopian tubes (resection): no pathologic diagnosing gross description: the right fallopian tube is purple tan with a fimbriated end. The attached ovary measures sections through the ovary reveal several hemorrhagic cysts. The left fallopian tube is purple tan with a fimbriated end. Sections through the ovary reveal a hemorrhagic cyst measuring 1.8 cm. In diameter and a collapsed cystic structure measuring approximately 2.7. Ultrasound scan vagina - on an unknown date: r essure coil appears to extend into endometrial cavity and l essure coil in corneal region. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/r essure coil appears to extend into endometrial cavity / right coil appears to extend past mid ut, crossing midline") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A64627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, endometrial ablation, menorrhagia, light-headed, unspecified vitamin b deficiency, benign essential hypertension, fatigue, dizziness, amenorrhea and ovarian cyst (ovarian cyst of left side). (B)(6) 2013: review of systems: gastrointestinal: abdominal cramping, genitourinary: pelvic pain. She is pre-menopausal. (B)(6) 2013: review of systems: genitourinary: dysmenorrhea, menorrhagia, menses: menses is irregular. The flow is heavy. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (novasure endometrial ablation and total laparoscopic hysterectomy with bilateral salpingooophorectomy robotic assisted). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: essure placed r ostia with 5 coils, and l ostia with 16 coils. Complications: essure did not advance completely into left tubal ostia with 16 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful occlusion of the bilateral fallopian tubes. Pathology test - on (B)(6) 2017: final diagnosis: uterus (hysterectomy): cervix: no pathologic diagnosis. Endometrium: fibrosis. Myometrium: adenomyosis. Right ovary (resection): no pathologic diagnosis. Left ovary (resection): follicular cyst. Right and left fallopian tubes (resection): no pathologic diagnosing. Gross description: the right fallopian tube is purple tan with a fimbriated end. The attached ovary measures sections through the ovary reveal several hemorrhagic cysts. The left fallopian tube is purple tan with a fimbriated end. Sections through the ovary reveal a hemorrhagic cyst measuring 1.8 cm. In diameter and a collapsed cystic structure measuring approximately 2.7. Ultrasound scan vagina - on an unknown date: r essure coil appears to extend into endometrial cavity and l essure coil in corneal region. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.